Event description:
The patient's mother said the pump programmed nine 0-unit bolus doses in a span of 45 minutes without pressing the buttons. She said the user doesn't lock the pump. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): there were nine 0.0 unit boluses in the pump history programmed from the meter remote. The meter was not returned with the pump. The pump was exercised for 24 hours without boluses occuring. The keypad was tested and all keypad buttons were found to be functional. The keypad was removed and no button contact issues were found.